Manufacturer narrative:
Correction: name of initial reporter provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Name of initial reporter unknown at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the f11 and f12 fuses were defective. The fuses were replaced, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Codes are associated with the system checkout. Codes are associated with the fuses. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while setting up for a case, the system and mobile view station (mvs) did not have power on. The technician tried several times to start the unit with no resolution. There was no patient present when this issue was identified.